Event description:
It was reported that the "stent stripped from the balloon catheter when advancing through the guide catheter." Facility would provide no further information regarding the reported event. Reported information will be interpreted as the stent becoming dislodged during advancement through the guide catheter. There was no reported resistance during advancement and no reported resistance during withdrawal of the device. There was no clinically significant delay and no adverse patient effect. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted will additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: stent dislodgement can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, anatomical conditions or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, proper stent placement and dimensionally inspected to verify the crimped stent outer diameters. Additionally, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. Analysis noted the stent delivery system (sds) was returned with blood and dried contrast on the distal shaft, balloon and stent implant. The stent implant was on the balloon the correct direction. The stent implant was stationary on the balloon and the distal end of the stent implant was located at the distal end of the tip. The proximal end of the stent implant was located 1 centimeter (cm) distal to the proximal marker band. There were flared and twisted struts on the distal end of the stent implant. There were flared and stretched struts in the middle of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers suggesting the stent was properly and firmly placed on the balloon at the time of manufacturing. There were no kinks noted to the distal shaft or the tip. There were three bends in the hypotube shaft 66 cm, 76 cm and 79 cm distal to the strain relief tubing. The protective sheath and stylet were not returned. There was a stopcock attached to the hub. The noted stent damage and bends to the hypotube were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The middle and distal stent implant outer diameters were measured and did not meet manufacturing criteria due to the noted damage. It appears that the stent may have interacted with the guiding catheter during advancement and subsequently resulted in the reported stent dislodgement. A conclusive cause could not be determined. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.